Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported issue. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced significantly elevated blood glucose levels due to an unspecified pod pump malfunction. The patient reported physical and psychological impact, stating that the event has significantly affected their quality of life and resulted in an inability to work and a period of disability. The patient's blood glucose levels were not reported. Treatment details were not provided, and no additional information is available.